Event description:
Customer received blood result of 280 mg/dl on her contour usb meter and a 130mg/dl on another meter. The difference between the results falls in the ¿c¿ zone of the consensus error grid. No adverse events alleged. Replacement strips sent to customer and she is to return her strips for eval.